Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple knives were blunt and exhibited a shining layer. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the knives were noted to be dull while making the main incision during cataract surgeries. There was no impact to any patient.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of blunt knives with a shiny layer therefore, the condition of the product could not be verified. Photos attached to the parent complaint were reviewed by the investigation site. Photo number one shows the blister of a product that the customer feels is a good knife product. The lot number was different from that which was complained of. Photo number two shows a carton label of the knives that they feel are dull product from the reported lot number. The reported product and lot were confirmed from photo number two. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).